Event description:
Patient reported blood glucose dropping below 50 mg/dl in 2005, so they drank orange juice and ate 5 glucose tablets. One hour later the patient's blood glucose was still 50 mg/dl. Patient felt dizzy, disoriented, vision and rapid heart rate. Patient drank a coke and spouse injected glucagon (1mg). Patient's blood glucose remained normal through the night. Patient advised they had additional low episodes from 5 days later for 3 days (39 mg/dl - 50 mg/dl). Patient self-treated with glucose tablets, juice and adjusted basal rates on their own. Patient went to the doctor 2 days later and doctor felt the device was delivering too much insulin. Patient switched to backup device and blood glucose has been fine. Device was dropped on a carpeted floor about 2 weeks ago.